Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01982, 3005168196-2021-01983.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) bifurcation using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and a guidewire. It was noted that the aneurysm was bi-lobed. During the procedure, the physician successfully implanted two smart coils in the larger lobe of the aneurysm using the handle. The physician then advanced another smart coil into the target location and, while positioning the smart coil in the target location, the physician experienced resistance and kinked the pusher assembly of the smart coil. Therefore, the smart coil was retracted and removed. Subsequently, the physician decided to stop coiling the larger lobe of the aneurysm. Next, the physician successfully implanted a smart coil in the smaller lobe of the aneurysm using the handle. While attempting to detach another smart coil in the target location using the handle, the smart coil failed to detach. Subsequently, the physician attempted to reposition the smart coil. However, while repositioning, the physician lost access with the microcatheter. Therefore, the smart coil was also retracted and removed. The physician was satisfied with the results, and the procedure was completed at this point. There was no report of an adverse effect to the patient.